Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Customer' s wife is complaining that her husband meter is giving high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 123-204mg/dl fasting. Verified the strips expire 2/26/2018. Reviewed meter memory. (B)(6). Memory concerns:with 557mg/dl ,and 370mg/dl the customer did not remember when the strips were opened, and they are stored in the kitchen on the top of the refrigerator.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer' s wife is complaining that her husband meter is giving high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 123-204mg/dl fasting. Verified the strips expire 2/26/2018. Reviewed meter memory 1:557mg/dl (B)(6) 2016 02:27:00 pm fasting:yes, 2:214mg/dl (B)(6) 2016 02:23:00 pm fasting:yes, 3:370mg/dl (B)(6) 2016 02:13:00 pm fasting:yes, 4:156mg/dl (B)(6) 2016 10:15:00 pm fasting:yes, 5:199mg/dl (B)(6) 2016 07:08:00 pm fasting:yes. Memory concerns:with 557mg/dl, and 370mg/dl. The customer did not remember when the strips were opened, and they are stored in the kitchen on the top of the refrigerator.